Event description:
Paramedics responded to a person described as in cardiac arrest. According to the reporter, at some time during the code, the device lost power. The batteries were replaced, but subsequently again lost power. No adverse affects to the pt were reported as a result of the alleged malfunction.